Event description:
It was reported, the device was replaced because, the battery had prematurely depleted. No symptoms were reported. Additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
(B)(4).